Event description:
Pt. 1 round skin discoloration, proceeded to open ulcer (stage ii) but did not extend down to achilles tendon. Pt. 2 & 3 - round discoloration of the skin (stage I). Neither one developed full thickness wounds and did not extend down to the achilles tendon.

Event description:
Pt. 1 - round skin discoloration, proceeded to open ulcer (stage ii) but did not extend down to achilles tendon. Pt. 2 & 3 - round discoloration of the skin (stage I). Neither one developed full thickness wounds and did not extend down to the achilles tendon.

Event description:
Pt. 1 - round skin discoloration, proceeded to open ulcer (stage ii) but did not extend down to achilles tendon. Pt. 2 & 3 - round discoloration of the skin (stage I.) Neither one developed full thickness wounds and did not extend down to the achilles tendon.